Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the tracker¿s fixation failed despite turning the screw of the clamp on the tracker. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: the suretrak tracker clamp was returned for analysis. Through visual/physical examination, the reported issue was able to be duplicated. The adjustment screw of the returned clamp has been cross threaded, damaging the threads of the screw. Analysis determined that there was a mechanical failure with the returned suretrak tracker clamp. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.